Event description:
A hospital representative reported that a high frequency cable used with an electro surgical unit (esu) sparked and broke into two pieces during a procedure. The procedure was completed with a second cable and there were no complications associated with the occurrence.